Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The representative believes the issue was caused by the sites power outlet, but decided to replace the cord for preventative reasons. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not charging. The site stated that by wiggling the power cord the system will sometimes respond to "plugged in" status and will charge, however this is only when they angle the cord correctly. There was no patient present.

Manufacturer narrative:
The analysis of the power cable was completed by medtronic personnel. Testing found that the cable passed continuity testing. Ho wever, it was noted that the outer part of the cable was torn. If information is provided in the future, a supplemental report will be issued.